Event description:
According to the reporter, during a laparoscopy, when the surgeon was trying to enter the stapler in the last firing, the stapler was buckled in the trocar and the user could not pull it back. The stapler was able to fire, there was poor staple formation and content leak. There was problem unloading the loading unit. The knife cutting the tissue did not return back after firing in the fundus and the jaws locked in the tissue and the surgeon tried to remove it but with no response and the screen of the handle showed flashing for the adapter and the loading unit and the surgeon replaced the shell and showed the same flashing and then the operator used a manual retraction tool. The doctor discovered that the screw turned on without any movement to the knife and that the connection between the loading unit and adapter broke off and fell into the patient cavity. The part from the loading unit that broke off was removed by converting to an open sleeve gastrectomy with a big injury in the abdomen. The procedure was extended by 3 hours. The incision was extended by more than 1 inch. The patient was hospitalized and stayed in the intensive care unit for at least 3 weeks.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the loading unit was visible in the photograph with it's knife blade fully advanced. Other photographs showed the loading unit had broken off inside of the signia adapter, a reload with a broken adapter, and the knife blade fully advanced while locked on tissue. It was reported that the device broke, a component disengaged, there was difficulty removing the device from the port, difficulty retracting the device, difficulty unloading the device, and that the device remained closed on tissue after firing. The reported issues was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when the surgeon was trying to enter the stapler in the last firing, the stapler was buckled in the trocar and the user could not pull it back. The stapler was able to fire, there was poor staple formation and content leak. There was problem unloading the loading unit. The knife cutting the tissue did not return back after firing in the fundus and the jaws locked in the tissue and the surgeon tried to remove it but with no response and the screen of the handle showed flashing for the adapter and the loading unit and the surgeon replaced the shell and showed the same flashing and then the operator used a manual retraction tool. The doctor discovered that the screw turned on without any movement to the knife and that the connection between the loading unit and adapter broke off and fell into the patient cavity. The part from the loading unit that broke off was removed by converting to an open sleeve gastrectomy with a big injury in the abdomen. The procedure was extended by 3 hours. The incision was extended by more than 1 inch. The patient was hospitalized and stayed in the intensive care unit for at least 3 weeks.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted malformed staples and tissue were seen incorporated between the jaws; the I-beam was manually retracted, the jaws were opened, and the returned cartridge was unloaded; the proximal end of the loading unit adapter was broken and the articulation flag was severed; the one-wire was intact and not severed; score marks were present along both channel adapters; and, the loading unit had damage to the cutting edge of the knife blade. The evaluation of the damaged adapter showed a high mechanical force applied laterally to the adapter resulted in the fracture. The reload adapter may fracture due to over flexure when attached to the adapter. It was reported that the device broke, a component disengaged from the device into the surgical cavity, there was difficulty removing the device from inside the port, there was resistance while attempting to retract the knife after firing the device, the device was difficult to unload, and the jaws of the device remained closed on tissue after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: always select a cartridge with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Prior to firing, ensure that the tri-staple¿ 2.0 intelligent cartridge is completely embedded into the channel of the signia¿ intelligent loading unit. Do not try to load a tri-staple¿ 2.0 intelligent cartridge in the signia¿ intelligent loading unit if the cartridge cover is missing or misaligned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.